Manufacturer narrative:
A visual analysis was performed on the returned device. The reported link separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, the sheath was upsized to a 27f. It should be noted the electronic prostyle instructions for use (eifu) states: for access sites in the common femoral artery using 5f to 21f sheaths. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. In this case, it is unknown if the reported IFU deviation contributed to the reported suture separation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique via a 6f sheath hole prior to a leadless pacemaker implantation procedure. Reportedly, a link break was noted after the plunger was removed. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 27f and the leadless pacemaker implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - indication for use.